Event description:
It was reported that oversensing of noise was observed causing the device to inappropriately detect vt. Patient did not receive therapy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.